Manufacturer narrative:
User facility contacted magellan's product support team to report the instrument would not power on with an ac adaptor or installed batteries (the instrument typically runs on batteries). The instrument was returned to magellan for evaluation. During investigative testing by magellan, it was noted that the returned analyzer (s/n: (B)(4)) would not turn on with an in-house ac adaptor or batteries. After further investigation it was determined that an energy inductor on the main pc board was damaged, this damage is typically attributed to the use of an adaptor not compatible with the leadcare analyzer. No user or patient impact or harm was reported. Case: (B)(4).

Event description:
User facility contacted magellan's product support team to report the instrument would not power on with an ac adaptor or installed batteries (the instrument typically runs on batteries).